Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the event day and procedure date? Unknown. Could you please confirm how many devices present the issue (pull off suture needle)? Multiple from the same lot. Did the patient suffer from any consequence due to the pull off suture needle? No. A manufacturing record evaluation was performed for the finished device pju136 number, and no non-conformances were identified. Investigation summary: it was reported by the sales rep that during an unknown procedure the suture was separating from the needle two opened boxes with a total of twenty-five unopened samples of product codej494g, lot # pju136 were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Related medwatch reports - 2210968-2020-10266. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the suture was separating from the needle. There were no adverse patient consequences reported. Additional information was requested.